Event description:
Customer reported experiencing a past high blood glucose event with specific details of the level being unknown as it was displayed as "high." There was no assistance required from third parties, and frequent occurrences of high glucose were noted. While the impact on blood glucose level was high, no specific adverse outcomes were detailed. Customer managed the situation by administering boluses from the pump and sometimes through injections if the pump's capacity was exceeded, and also changed pump supplies. The control iq feature was active at the time of the event. Troubleshooting included discussing lifestyle adjustments such as site rotation, using room temperature insulin, and removing air from cartridges.